Event description:
It was reported that stimulation was in the wrong location. It was noted that the patient reported a change in stimulation one week prior to report. The patient reported ¿overdoing it¿ since the implant and felt a stimulation change. It was in the hips and knees and then shifted to knees to toes on both sides. Reprogramming was attempted without success. It was noted that patient symptoms included less than 50% pain relief. Additional information received reported that impedances were all within normal range. It was noted an x-ray was taken and it appeared the leads had ¿pulled back¿a vertebral level. Lead revision was planned but there was no date set. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient's revision occurred on (B)(6)-2013. It was noted that the patient was "doing fine" and had "good stimulation coverage."

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot# va048dn, implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 37754, serial# (B)(4), implanted: (B)(6) 2013, product type recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3888-45, lot# va03lvw, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# va03lvw, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# va048dn, implanted: (B)(6)2013, product type lead; product ID 3487a-56, lot# va048dn, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# va03lvw, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# va03lvw, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# va048dn, implanted: (B)(6) 2013, product type lead. (B)(4).